Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced fluctuating blood glucose with hyperglycemia followed by hypoglycemia after starting ilet, including a day of sustained high glucose attributed to a bent infusion set cannula and subsequent episodes related to unannounced meals and physical activity. Symptoms included hyperglycemia up to approximately 300 mg/dl and hypoglycemia as low as 62 mg/dl without loss of consciousness or need for assistance. Outcomes included transient impairment requiring oral carbohydrate and glucagon gel administration, with return to range after treatment and monitoring; no medical intervention or hospitalization occurred. Investigation included troubleshooting and user education regarding infusion set replacement, meal announcements during the learning period, management during lows, and activity-related hypoglycemia. Investigation of this case revealed a bent cannula causing underdelivery and user behavior of missed meal announcements leading to algorithm-driven corrections and glycemic variability, as well as hypoglycemia associated with physical activity. It was concluded that the events were related to infusion site failure and user operation, with device function otherwise consistent with design once the site was replaced and meal announcements were initiated.